Event description:
The customer reported that when preparing the subject device for use, prior to an unspecified diagnostic procedure, the device displayed an e315 error code (scope error). It was also reported the subject device was exhibiting reduced angulation. The intended procedure was completed successfully using a similar device and without delay. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction ¿ e315 error code ¿ reported by the customer.

Manufacturer narrative:
During inspection and testing of the returned device, service observed traces of water ingress in the light guide, which resulted in the e315 error code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the channel tube leaked and flooded inside the device due to improper user handling, causing damage to the electrical components, which resulted in the e315 error code. However, a definitive root cause could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." The reported issue (reduced angulation) was not confirmed or duplicated. In addition, service found there was a leakage form the instrument channel, the scope connector cover was cracked, the scope connector was discolored, the switch box was discolored, switch button#1 was discolored and damaged, the channel port was worn, the suction cylinder was worn, the protector was broken, the light guide lens was broken, and the angulation knob was stiff. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.